Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that his blood glucose (bg) level dropped to the "40s" mg/dl and he passed out while at work on (B)(6) 2011, at an unspecified time. The patient indicated that his bg level prior to going to bed on (B)(6) 2011, was "137 mg/dl." The next morning, on (B)(6) 2011, the patient claimed that his bg level was "147 mg/dl" when he woke up. The patient was reportedly taken to a hospital where he remained until (B)(6) 2011. In the hospital, the patient was taken off of the pump and placed on injections. His bg level came back to normal the night of (B)(6) 2011. The patient confirmed that his bolus history of "0" was correct for (B)(6) 2011. He also verified that his basal settings and tdd matched for (B)(6) 2011. The patient also confirmed a bolus of 4.65 units for (B)(6) 2011. The patient last changed his site on the morning of (B)(6) 2011. He was reportedly disconnected while priming. The pump was replaced due to an allegation that the pump's keypad needed to be pressed harder in order for the device to responds. The patient denied that the keypad issue contributed to any symptoms or need for treatment. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he was hospitalized for severe hypoglycemia. It is unknown at this time, however, if the pump contributed to the patient's injury in any way considering no issues were found with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 01/12/2012 - device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2011 with the following findings: a review of the total daily dose history from (B)(4) 2011 to the end of pump use on (B)(4) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions that would indicate a pump malfunction noted in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.